Event description:
The customer contacted stryker to report that their device unexpectedly powers off after discharging energy. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device and was able to duplicate the reported issue. Stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker cleared the code that was logged from the memory of the device and thereafter did not return. During evaluation stryker was unable to duplicate the unexpected shut down however the therapy pcba was replaced as a precaution. After completing unrelated repairs, proper device operation was confirmed through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device unexpectedly powers off after discharging energy. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.